Event description:
Same case as MFR report number 3005188751-2012-00166. It was reported during a left wpw ablation procedure, a pericardial effusion occurred. A supreme catheter was placed in the right ventricle and a response catheter was placed in the coronary sinus. While mapping on the left atrium to build geometry, the patient complained of chest pain. An echo was performed which revealed a pericardial effusion and the procedure was stopped. The effusion resolved on its own and the patient is reported to be in stable condition.

Manufacturer narrative:
One 6f supreme ep catheter was received for evaluation. No visible anomalies were observed. Electrical testing revealed electrodes 1-4 displayed acceptable resistance values. Manipulation of the catheter gray shaft confirmed stable values which were within specification. The root cause classification for the pericardial effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.